Manufacturer narrative:
Two images were provided by the customer for evaluation. One showed a burette set where two y-site claves were outlined in red. The other showed two burette sets still in their packaging. One used list #142730490 plum 150 ml burette set was returned by the customer that had a partial separation at the semi-rigid adapter. The deformation on the area of the break is at a slight angle, typical of a bend break. The set was leak tested per specification. A leak was observed from the blue clave on the burette. The complaint of leakage at connection of blue clave (y-site) cannot be replicated or confirmed. However, during investigation, a partial separation was observed on the blue clave on the burette. The probable cause of the observed damage is due to unintentional bending forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 15may2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Leakage at connection of blue clave (y-site) during an unspecified drug injection was reported by the customer. The set was replaced, and therapy resumed. There was no report of human harm associated with this complaint/event.